Event description:
Analysis of the returned device found that the coil was separated from the pusher wire.

Manufacturer narrative:
The device history record review confirms that the unit met all material, assembly and performance specifications. The returned coil was observed to be stretched and was separated from the pusher wire. The pusher wire was kinked in numerous locations. Microscope examination revealed that the coil had broken off from the pusher wire at the polyethylene (pet) junction. The coil was also noted to be stretched close to the pet junction as well as at the apex tip of the coil. The distal end of the pusher wire was observed to be bent at the fluorinated ethylene propylene (fep) bushing and the inner coil was attached. The fiber bundles showed no anomalies. Based on the investigation and information available, the most likely root cause is related to operational context.